Event description:
The pt reported that she is continuously getting 04 (occlusion) errors on her infusion device. The pt reported that she does have a large amount of cellulites and scar tissue. The pt changed all of the accessories on her infusion device but the occlusion error continued to occur. She also stated that she had changed her infusion site and attempted to use different site locations but the occlusions continued to occur. The pt contacted her physician and was prescribed insulin injections as her physician recommended that she discontinue using the infusion device. The product was replaced and requested to be returned for eval.